Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. Electrode belt sn (B)(4) was not returned from the field. Evaluation of the electrode belt was accomplished through a review of the patient's downloaded flag data surrounding the event. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the monitor. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. Review of the download data indicates that the patient received two inappropriate treatments prior to passing. At 09:45 on (B)(6) 2017 asystole was detected by the lifevest. The patient was treated with a rhythm of CPR artifact at 09:48. The patient was treated a second time while in asystole with CPR artifact. CPR artifact contributed to the false detection. Asystole is considered a non-life sustaining, non-treatable rhythm. The patient's rhythm remained in asystole until the device was removed at 10:15.